Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the doctor felt that they damaged the right ventricular (rv) lead with the splitter, during the slitting of the his catheter. The rv lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The body of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. No insulation breach was observed. If information is provided in the future, a supplemental report will be issued.